Manufacturer narrative:
(B)(4). The device and clip were not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported explanted clip and subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other starclose device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure in the superficial femoral artery. There was a starclose se clip in the target groin from a previous procedure.reportedly, the starclose se clip from the previous procedure was damaged and pulled out of place by the other starclose se device, opening that arteriotomy site. The previously implanted clip was surgically removed and the site was closed surgically. The patient is doing well.